Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's l5 lead fractured. As a result, surgical intervention may be taken at a later date.

Event description:
Additional information indicates that patient had surgery on 20 february 2023, wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.